Event description:
Non-delivery reported: the pump was programmed in the tpn mode of delivery to infuse 1400.0ml over 12 hours with a 1 hour taper up and 1 hour taper down. The tpn fluid container and the pump are kept in a tpn carrying case during the infusion cycle. According to the customer contact, the pt opened the carrying case to disconnect after a tpn cycle and found the fluid container almost completely full despite the display indicating that "1400.0ml had infused". The physician was not notified and no pt adverse event was reported. Though requested there was no additional info reported.